Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her pump was not working there was nothing on the screen. Customer stated that she changed her set, went to give herself insulin and saw there was nothing on the screen. She explains it was full black screen. Customer stated the pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated the black screen did not disappear. Customer was advised the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back up plan as per health care providers instructions. Customer reported that she changed the battery and the screen is blacked out and it fades away troubleshooting for full black screen. Insulin pump will be returned for analysis.